Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg, implantable cardioverter defibrillator, (B)(6) 2013. A 5524m, implantable pacing lead, (B)(6) 1994. A d154awg, implantable cardioverter defibrillator, (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular lead triggered a lead integrity warning and oversensing was observed. The device detection settings were reprogrammed, and the lead will continue to be monitored. No patient complications have been reported as a result of this event.